Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor detected atrial fibrillation (af); however, the symptoms were noise related and indicate frequent atrial pacing, not atrial fibrillation. The device remains in use and no patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.